Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting . It is unknown when event occurred. Unknown date in 2018. It is unknown if the device will be returned. No contact phone number available for reporter. Patient code is for revision surgery and additional medical intervention. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes europe reports an event in japan as follows: it was reported an original surgery was performed for fractures in the femur on unknown date with a competitor's nail. After the original surgery, additional fractures were noted around the implanted nail on unknown date. A revision was performed on (B)(6) 2018 and the patient was revised to a synthes lcp-df plate, cerclage cables and screws. Subsequently a secondary revision occurred on an unknown date in 2018, due to an unknown reason and synthes hardware was removed. There is no information on surgical delay or patient status. No device malfunction was reported. Concomitant device: locking screw (part# unknown, lot# unknown, qty unknown). This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter facility contact number. Device history records review was completed for part# 611.105.01s, lot# l439524. Manufacturing location: selzach, release to warehouse date: may31, 2017, expiry date: may 01, 2027. Non- sterile part# 611.105.01, lot# p267213. Supplier: (B)(4), release to warehouse date: may 02, 2017. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.